Manufacturer narrative:
Insulin pump passed the displacement, prime/compromised force sensor system, and excessive no delivery test. No excessive no delivery alarm noted. Insulin pump was received with intermittent button response due to moisture damage keypad traces. Also received with scratched lcd window and glitters all over the case assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. It took about 3 to 4 times of rewinding for the insulin pump to work. Customer's blood glucose level was 156 mg/dl. The no delivery alarm issue was resolved. When the customer pressed the esc button the insulin pump's numbers scrolled. The scroll bar was moving with no input. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.